Event description:
Customer reported an issue with pixel display on a pump, which affected usability. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.